Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of 375 mg/dl and 177 mg/dl l1 qc was run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.